Manufacturer narrative:
The device has not been returned to mmdg at this time. Because of this mmdg is not able to complete testing or confirm the complaint.

Event description:
The initial reporter stated that the pump free flowed during testing. Mmdg made multiple attempts to follow up and obtain more information, but was unable to reach the initial reporter. (B)(4).

Manufacturer narrative:
The device was returned to mmdg for investigation. During the investigation the pump operated within product specifications. Mmdg could not confirm or replicate the complaint.

Event description:
The initial reporter stated that the pump free flowed during testing. Mmdg made multiple attempts to follow up and obtain more information, but was unable to reach the initial reporter. (B)(4).